Manufacturer narrative:
Eval result: release handle.

Event description:
It was reported by svc report that the pt left release handle was broken and there were sharp edges. No pt involvement or adverse consequences are reported.